Event description:
It was reported that insulation came off the needle and burnt the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: the probe was received with blue tubing installed over the distal area. In addition, the device is supposed to be an l tip and not a needle tip. Evidence of third party welding, likely modified by third party service. The shrink tubing material that¿s used at stryker to cover the distal area has a yellow color and not blue. The microscope revealed wear and tear on the tip. In addition, the tip was bent. The yellow shrink tubing and l tip were not received with the device. The probable root cause of the burnt patient is likely due to generator power set too high. The probable root causes for the missing yellow shrink tubing could be due to user exceeded 20 uses or; improper sterilization methods. The probable root causes for the bent tip could be due to dropping/banging of the device against a hard surface or; user excessive force. The probable root cause for the modified probe is likely due to user modification the product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that insulation came off the needle and burnt the patient.